Event description:
It was reported that the customer was hospitalized with high blood sugars. Doctor believes an ear infection may have contributed to their condition. Troubleshooting conducted and the pump did not alarm during the high pressure test. Later, the customer called back and said the pump alarmed e-12 while trying to program it.